Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event. Insertion motion requires both capacitive touch sensing (¿captouch¿) to be activated (by a conductive object like a finger) and motion of the mcc scroll wheel. Catheter articulation requires motion of the motion control console (mcc) trackball. State logs show that captouch was activated multiple times and scroll wheel forward motion was detected during captouch activation, which resulted in commanded flexible instrument manipulator (fim) insertion. When captouch was not active on the scroll wheel, the scroll wheel commanded insertion and the actual insertion position stayed the same. Additionally, state logs show that trackball motion was detected, which resulted in commanded catheter articulation. The state logs show that the actual insertion position tracked with the commanded insertion position and that actual articulation tracked with commanded articulation. Further review was conducted by a clinical development engineer and reported that based on log review below, we can conclude that the both the insertion motion and tip articulation responded as commanded throughout the procedure; no malfunction occurred. The catheter advances forward via insertion from the carriage at the proximal (back) end, and the catheter only articulates at the distal (front) end, so its navigation is dependent on backwall support. With this complaint, the event details, specifically the target being located in the upper lobe near the periphery, indicates the catheter may have become prolapsed in the wider airways during navigation. Such an event is common when patients have wider proximal airways and/or tighter peripheral airways, but the user is able to see the entire catheter¿s shape in real time on the top monitor using the ¿tree view¿, which ¿displays a 3d reconstruction of the airway tree from the patient CT scan, or the catheter¿s current shape,¿ per user manual. In addition, the user can identify such an event when the live view is not advancing forward as the scroll wheel is advanced by the user. If identified in real time, the user can make adjustments to avoid the buildup of potential energy (similar to a spring-load mechanism), which can lead to the sudden advancement of the catheter tip. The user manual warns the user to, ¿review and understand the content in this manual and all accompanying manuals and supplements,¿ before using the system. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced a lung laceration and pneumothorax necessitating decompression. The target nodule was 9 millimeters in size, situated in the left upper lobe approximately 2-3 centimeters from the pleura. During the procedure, the catheter was parked near the lesion, but unexpectedly advanced past the lesion on its own, resulting in the lung laceration and a large pneumothorax. The pneumothorax was confirmed via chest x-ray, and a chest tube was placed for 45 minutes to decompress it. The patient remained asymptomatic and did not require any additional intervention or hospitalization. The patient is currently at home in stable condition. The physician attributed the incident to the ion device.